Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000135835.

Event description:
Related manufacturer reference number: 3006705815-2023-04636. It was reported that the patient experienced ineffective therapy and pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the whole system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.